Event description:
It was reported that the patient presented to the emergency room after passing out. There was a ventricular tachycardia (vt) episode that did not get therapy because the detection was reset by onset. Eventually the episode spontaneously terminated. Onset was programmed off and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.